Event description:
I over stretched arm, felt a pop tear. It dropped me, I watched my boob swell and deflate, rash, and pain got worse and still has loss of strength. I'm left handed my left breast stis low always painful. I have a daughter and our bond is effected. I'm losing hair, I can't function, I feel sick, faint, my doctor ignores me constantly. I was assaulted near year later and an accident by (B)(6) 2016, he again still does not think there is a problem. I went for another opinion and she states there is, and going physiotherapy tomorrow for a report. Then I hope they remove it. I can't bare it, ruin my life, emotions, my time as a mother, I'm (B)(6). I want it out, I begged him to, I had (B)(6) asking to on 2015 it's just got terribly worse I'm so upset.